Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 502 and 393 mg/dl non-fasting. The customer¿s expected am fasting blood glucose test result range is 170's-240's mg/dl. Daughter stated that the customer was going to contact the doctor due to the high blood glucose test results. At the time of the call the customer reported feeling tired. Customer was at the doctor's office that morning where her blood glucose test result had been 214 mg/dl; reason for doctor visit and if result was fasting/non-fasting was not disclosed. Daughter also reported that she "had a scare" with the customer and was informed by ambulance personnel that "diabetic equipment was available if needed"; no further details were provided and it is not known if customer had received medical attention at that time. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 393 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 16-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user has high glucose value.

Manufacturer narrative:
Sections with additional information as of 12-oct-2022: h10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value.